Manufacturer narrative:
The account replaced the left coiled cable to resolve the alleged problem.

Event description:
The account states that the service required is flashing a 3-2 (not reaching seat zone pressure) error. When he tries to operate an air system function, the pump never turns on. He replaced power supply and found that the old one had components that were compromised. He said tp4, q3, and q7 were shorted. He checked the bed further and found the left coiled cable had a place that was cut through the insulation.